Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. He screw part number(s) and lot numbers(s) are unknown. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event. Report two is reported on MFR #0001032347-2017-00473.

Event description:
It was reported plates and unknown screws migrated from the bone. A revision was performed to remove the migrated plates and screws and to rewire the patient. Additional information was requested but not provided at this time.